Event description:
The reporter contacted animas on (B)(6) 2013 reporting they changed the patient's site four times today and there were no bent cannulas noted. The reporter stated that the patient was admitted to the hospital with ketones, nausea and vomiting. The patient was treated with an intravenous drip, subcutaneous insulin and with the pump. The healthcare professional discharged her home with a temporary basal increase of 120%. The pump was resumed at discharge and the blood glucose bg was 90mg/dl and continued ketones. The reporter stated that 30 minutes after discharge, the bg was back up to 380mg/dl. Customer support completed troubleshooting with the reporter and the history was ok except for the history basal. The history basal did find issue of 0 basal and no 0 basal when primed during call. The reporter stated that they did not stop the pump or prime during these times of 0 in basal. There was no 0 basal for her site change on the (B)(6) 2012. Customer support will replace the pump due to 0 in history basal and no reason for the 0 when they appear and the 0 during the prime during the call does not appear. This report is being made due to bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no activity outside normal use. Total daily insulin deliveries add up correctly and reflect the user's programmed rates. A review of the basal history shows a 0 unit basal rate on (B)(6) 2013 at 11:30pm, which matched a prime operation performed at the same date and time as seen in the black box. The basal history records a 0 rate every time the pump is doing an "ez-prime" as the pump was designed to do. The pump powered on normally and ez-prime was successfully performed. The pump was able to pair with a test meter, and the system was exercised for 24 hours with no alarms occurring. Periodic boluses were executed using the normal, ez-carb, ez-bg, and combo bolus features, and all boluses were accurately recorded in the pump history. The pump passed flow accuracy testing and was found to be delivering within required specifications. The pump cover was removed and there were no defects found to the pcb or the power flex.